Manufacturer narrative:
The tibial resection guide modular capture rt: cat# 6541-2-702, lot# unk, was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the reported event. An eval of the reported devices cannot be performed as they were not returned to the MFR. Should devices or add'l info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that the cutting block and the capture became stuck together and could not be taken apart. They were pulled apart after the surgery.